Manufacturer narrative:
The device evaluation was performed by a service agent. The reported issue was unable to be verified and unable to be duplicated. Root cause is unable to be determined. The device could no longer be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted stryker to report that their device would not charge when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Event description:
A customer contacted stryker to report that their device would not charge when attempted. As a result, defibrillation therapy would not be available, if needed. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.